Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 32 mg/dl and "congestive heart failure may have occurred:"; cause was not known. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was discharged 4 days later. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.